Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown. The leak was past the both o-rings , customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per dop114-811 and es9041. Found no leakage and no air bubbles anomalies during filling. Also when removing the plunger easy to release from stopper-plunger performed manual test per dop114-811 appendix g; found no leakage and no air bubbles during test.